Event description:
During preparation for cardiopulmonary bypass, the heart lung console gas flow module oxygen sensor did not calibrate successfully. Manual control of both gas flow and fi02 remained available. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation begun, but conclusions have not been reached.